Event description:
It was reported that an asymptomatic patient presented via remote transmission. Patient notifier was triggered on (B)(6) 2017 for high impedance which was confirmed on device interrogation in clinic. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition.